Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed no delivery while she was eating. Customer's blood glucose was 126 mg/dl. Troubleshooting was performed and she was advised to perform fixed prime, insulin didn't exit. Customer disconnected and reconnected the reservoir and infusion set. Then she manually pushed insulin through tubing using the plunger and insulin exit. Customer then performed manual prime and no alarm occurred. Customer was advised the reservoir and infusion set had an occlusion. Customer is not returning the reservoir for analysis.